Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. The ventricular lead exhibited loss of capture and high impedance. The physician suspected the lead fractured. No intervention or patient symptoms were reported. The patient would be monitored.

Event description:
The lead was capped and replaced. The patient's condition was stable post procedure.